Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient went through the airport yesterday and noticed they were having no control over symptoms. The pt stated that they went to access ins therapy and were getting internal data has been lost. The patient was redirected to their healthcare provider to further address the issue. The pt was unable to get back home for the next 10 days. Patient services sent an email to mdt rep in travel destination.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.